Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) screens image of the device was noisy. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon examination, the fse saw that the unit turned on and the screen came on. The fse was unable to reproduce the reported issue. The fse also stated that the monitor of the device was opened and the cables were checked and its functions were tested. Also, the fse replaced the safety disk, since a replacement was required. The unit was then delivered to the customer in good working condition.